Event description:
The following information was received from the distributor on november 06, 2024: 1. The attempt to inflate the balloon failed. 2. After the balloon inflation failed, the system was attempted to removed from the body, but the stent was separated and lost. 3. After the removing of the system outside the patient it was noticed that the spring tip was damaged. 4. CT-scan was performed because of the stent loss but the stent was not observed/located.

Manufacturer narrative:
Following the device arrival, a device analysis was performed, signed on jan 21,2025. The complaint final report, signed on jan 27, 2025, revealed the following conclusions: 1. The review of the DHR (device history record) on jan 22, 2025, of lot # lnrkr0773a indicates that the product was supplied meeting specifications. 2. The review of the IFU on jan 22, 2025, indicates that if the delivery system had been removed together with the guiding catheter as described in IFU, it would have protected the stent during removal, including through the y connector, and the sent would not have been detached and lost (probably in the y connector). However, because medinol was not able to get any additional information from the distributor, it is not possible to know for sure what happened during the procedure. The possibility that the delivery system got stuck into the y connector is just one -even if the most probable- scenarios of what can occur during the procedure. 3. The results of this investigation indicate that the returned product was supplied to the customer meeting specifications, and that the reported events of tip damage and stent dislodgment are a consequence of additional material issues together with user handling/ technique and/ or patient anatomy. 4. The complaint's events classification has been modified: the returned device analysis revealed that the balloon can be inflated. The classification "balloon, inflation difficulty, in patient" was removed. 5.no relation was found to medinol's manufacturing processes. 6.the events of this complaint are addressed in the dfmea report # 900170398, rev.12, and the risk remains low. No new risks were identified. 7.there was no injury to the patient.